Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer only request control solution. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 115-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 5/15/2018 and open vial date is (B)(6) 2015. The meter memory was not reviewed for previous test result: customer called in reporting morning fasting blood test on trueresult meter resulting lower at 114mg/dl compare to other device 147mg/dl. Customer concerned that trueresult meter is running 30 mg/dl lower when compared to other device and concerned that this replacement meter results are the same as returned meter see (B)(4) for more details. Informed customer that the new device is resulting in control range. Offered to send customer a replacement, customer declined replacement at this time and only requesting to have a level 3 control solution sent to verify device is running in range at the higher level of control.